Event description:
Customer reported obtained results of 347md/dl, 229mg/dl and 516mg/dl on the same device within one minute. No adverse event rpeorted and no treatment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.